Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B) (4). No complaint was received with return of the device. Failure (event) observed during analysis. As received, the elective replacement indicator (eri) flag was noted. Analysis indicated the device was at eri. The device was implanted for 4.77 7 years which did not exceed 75 percent of the 6.9 year projected longevity, and is considered premature battery depletion. No settings were received.